Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was air/water leakage due to a pierced/cut or scratch of the bending section. The control section was broken. The insertion tube was defective due to physical stress. There were defects of the universal cord/distal end/connector/control section/related parts, defects of control body (including switches), defects to the control body (non-switches), abnormal appearance of the control section including the switch (cracking/damage/deformation/discoloration/corrosion/ stickiness/scratch/paint peeling off/etc.), deformation or breakage due to physical stress (handling problem). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the tracheal intubation fiberscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.